Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. The cause of the high purge pressure was due to biomaterial ingestion based on returned data log analysis. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that the purger pressures increased, purge flow decreased, lactate dehydrogenase and plasma free hemoglobin increased. The impella 5.5 was replaced and there was no patient harm reported.

Manufacturer narrative:
B5 clinical narrative updated and h6 codes updated. Section d1 brand name corrected.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 61-year-old male patient with a past medical history of coronary artery disease (cad), presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage d shock, on an intra-aortic ballon pump, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there were high purge pressures (pp), with the purge flow (pf) decreased. No kinks in the tubing were observed. The purge cassette was changed. In addition, the lactase dehydrogenase (ldh) and plasma free hemoglobin (pfhgb) increased. After 42 days on support, the device was removed with a bridge to a new impella 5.5. The post-procedure outcome is survived at explant. The impella functioned at p-8 at 4.1l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.